Event description:
It is reported that the patient suffered an mi related to the target vessel one day post index procedure. Investigator assessed that the event was not related to the study device

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the 2nd obtuse marginal and one endeavor sprint rx drug eluting stent implanted to the mid lad. On the same day, the patient suffered an myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).